Event description:
The customer reported communication errors during system use. Further info was received from the fse indicating that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The loose connection on the ps1 power supply was evaluated and repaired. The system was tested and found to be working as intended and returned to service.